Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
On 2018-jun-12 information was received from the consumer regarding a patient with an implantable neurostimulator (ins) for fecal incontinence and gastrointestinal/pelvic floor. It was reported that the patient¿s device did not seem to be helping and noticed issues since their husband passed away in 2018. It was noted that the stimulation sensation had stopped. The patient had tried increasing the stimulation as an action taken prior to the report. There were no further complications reported or anticipated. On 2018-jun-27 follow up information received from the patient reported that they were still trying to find a managing physician. They noted that the issue was first observed during normal use and the circumstances/cause that led to the not feeling the stimulation /not helping was not determined. As a step taken to resolve the issue, the patient had called the manufacturer to see if there was internal battery issue and was told no. The issue was not resolve as the patient was still waiting for authorization. There were no further complications reported or anticipated. On 2025-may-01 additional information was received from the patient. They reported that their implant failed and wasn't working in 2018 so they went to check to see what was going on and they found that the "wires" had "actually" broken "off it" at "the device itself" so that was why they had their implanted system replaced in 2018. They had dogs and horses but stated they hadn't fallen off of a horse or anything" or had any falls or traumas that could have led to the issue and noted that no one knew why the "wires broke off".